Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) count, insulation damage, mirror image noise and oversensing. It was also noted that the right atrial (ra) lead exhibited insulation damage, mirror image noise and oversensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.